Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with original battery cap. Battery cap was missing the metal contact. Installed a test battery cap and continued testing. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, broken reservoir tube lip, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump had crack and it does lock in but came loose. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.